Event description:
Patient reported that their blood glucose had been measuring higher than normal (502 mg/dl), since taking antibiotics. Patient indicated that, based upon the elevated reading, they sought treatment at the hospital. Patient stated that their blood glucose measured 133 mg/dl, at the hospital. No treatment was received. No controls had been run on the system. A request was made for the return of the suspect device, and replacement product was sent.